Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device was dropped in the swimming pool. Customer's blood glucose was 107 mg/dl. Customer mentioned there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.